Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead found to be within specification.

Event description:
It was reported that high capture threshold and low impedance were observed. The patient experienced pain between shoulder blades. X-ray and CT scan confirmed perforation. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.